Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history record (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The catheter was placed on (B)(6) 2013. On (B)(6) 2013 was the date of the incident. "Pt came to clinic after catheter was reported being cracked when they try to use it... The catheter was removed with difficulty". Pt was not harmed.